Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
A 54 year old male with acute myocardial infarction complicated by cardiogenic shock (pre support clinical status consistent with scai shock stage d) was supported with an impella cp via right femoral percutaneous arterial access, in conjunction with ECMO. During an ongoing thrombectomy procedure, the perfusionist reported a high purge pressure / purge system blocked alarm the reported event involved a persistent high purge pressure/purge system blocked alarm that was not resolved with standard troubleshooting measures, including purge cassette replacement and p level reduction. The patient remains on support at the time of reporting.

Manufacturer narrative:
Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. Corrected/added a concomitant device. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of the high purge pressure was due to biomaterial ingestion based on ingestion signature observed in returned data logs.